Event description:
Customer reported that the right side pull tab is broken. The main opening will not stay together when zipped. The issue was discovered when removed from storage, but the date is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. Eval revealed that the pt access window side right, zipper slider body open. Also there are one inch broken stitches on the zipper tape and the zipper pull tab is missing. (B)(4).